Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from needle. The following information was provided by the initial reporter: the customer reported about needle/shied separation from the barrel.

Manufacturer narrative:
Investigation summary customer returned photos of a 3/10cc, 8mm, 30g syringe in a poly bag from lot # 9210505. Customer states that there is needle/shield separation from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9210505 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from needle. The following information was provided by the initial reporter: the customer reported about needle/shied separation from the barrel.